Manufacturer narrative:
This report is submitted on march 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, due to an unknown reason, the patient's receiver-stimulator had been explanted on (B)(6) 2017, the electrode array was left in-situ.